Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a gradual increase of the shock impedance, to the point of being high out of range. The device data was sent to technical services (ts) for further analysis. Ts discussed the gradual increase might be a result of the coil/tissue changes, however, this should be confirmed by lead testing in clinic. The other lead trends appear to be within normal limits and the events are clear from any noise. Further recommendations were provided for the lead integrity evaluation. The ICD system remains in service. The rv lead model/serial number is not available at this time. No adverse patient effects.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a gradual increase of the shock impedance, to the point of being high out of range. The device data was sent to technical services (ts) for further analysis. Ts discussed the gradual increase might be a result of the coil/tissue changes, however, this should be confirmed by lead testing in clinic. The other lead trends appear to be within normal limits and the events are clear from any noise. Further recommendations were provided for the lead integrity evaluation. The ICD system remains in service. The rv lead model/serial number is not available at this time. No adverse patient effects. The rv lead model/serial number was provided. In addition, the clinic has not performed further actions regarding this case and the patient has not experienced any adverse effects.